Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for tear drop label missing & incorrect count. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for tear drop label missing & incorrect count. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of pen needle 32x4 la 5b experienced a damaged or open unit package/seal where sterility is compromised which was noted prior to use. The following information was provided by the initial reporter: customer informs that he acquires the needles in from a distributor and they commercialize them in packages with a shorter quantity than in the box (3 packages with 10 units). In the first mentioned deviation, it informs that 4 needles were without the tear drop label. He mentioned that he did not use the needles, he discarded them. In the second case, he informs that there were only 27 needles, instead of 30.